Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit for dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose was over 400 mg/dl, so his wife drove him to the emergency room where he was diagnosed with diabetic ketoacidosis (dka).